Manufacturer narrative:
Type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated that on (B)(6) 2022 a 13.2mm vicm5_13.2, -1.75 diopter, implantable collamer lens got stuck in cartridge or injection system and the trailing haptic broke during injection. The lens was implanted and removed intraoperatively with no patient injury. A replacement lens was implanted and the problem resolved. Cause of event was unknown.